Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin laceration cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef- 11 0% and 1% ef-14 optune arm).

Event description:
An 81-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2017. On (B)(6) 2025, the patient´s spouse informed novocure that on (B)(6) 2025, the patient fell after his crutch got caught in a cupboard, sustaining a laceration (measuring approximately 5 cm) on the back of his head that required stitches at the hospital. Optune gio was temporarily discontinued. The prescribing physician was contacted for additional information but was not able to provide any.